Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device lot number 60000690 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath that had a blood leakage and transeptal puncture difficulty. It was reported the vizigo had a very flaccid dilator, which made it difficult to perform the transeptal puncture and the blood returned, preventing puncture. No damage was caused to the patient. Additional information received indicated the transeptal puncture was difficult due to the dilator. There was no damage on the dilator. 3 ml of blood leakage was observed at the side port. There was a brim cap and hemostatic valve detachment. No air entered the patient.

Manufacturer narrative:
On 28-nov-2025, additional information was received indicating the damage was at the sheath tip. The sheath was too flexible, it did nothing to help stabilize the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).